Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the device reached normal battery depletion there was not an alert for elective replacement indication. The device was removed, replaced, and no patient complications have been reported as a result of this event.